Manufacturer narrative:
The account's maintenance replaced the head up valve but it can take 2 or 3 times of pressing the head up switch before the head section will rise. He replaced the hydraulic manifold to repair the bed.

Event description:
The account's maintenance stated that the head of the bed could not be raised.